Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at catheter junction the nurse in area 20 used the closed intravenous indwelling needle normally when the patient was given intravenous infusion, and during the exhaust process after connecting the indwelling needle with the medicinal solution, it was found that there was leakage on the side wall of the indwelling needle and could not be used normally. The nurse immediately replaced the closed intravenous indwelling needle and administered the intravenous infusion to the patient as normal.

Manufacturer narrative:
1. The customer has returned 1 video, from which it can be identified that the catheter hub outside the metal wedge is leaking. 2. Production record check (lot#4352312): 1)this batch of products will be assembled in jingma automatic line 2 in jan 2025, and packaged in r240 packaging line in jan 2025, with a work order quantity of (B)(4) pieces; 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Performed 45psi leakage test for the retained samples of this batch, the test is passed, no leakage is found on the sample. 4. This defect may involve the raw material (metal wedge, catheter hub) and the catheter hub swaging process. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. From the returned video it is identified that the catheter hub outside the metal wedge is leaking ,but as no defective sample has been received, relevant tests cannot be performed , so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.